Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6) 2020, she received a sensor scan result of 108 mg/dl and experiencing symptoms described as abdominal pains and nausea, so she visited a clinic where a reading of 500 mg/dl was obtained. The readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It was further reported the customer went to the hospital where a reading of 448 mg/dl was obtained and she was admitted and treated with insulin and intravenous fluids for hyperglycemia. Customer was discharged on (B)(6) 2020. There was no report of death or permanent injury associated with this event.